Manufacturer narrative:
No products will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was undergoing a revision procedure to replace a non-boston scientific right ventricular (rv) lead. It was also decided to implant a new cardiac resynchronization therapy defibrillator (crt-d) at the same time. A new rv lead was implanted and had normal measurements when tested on both the pacing system analyzer (psa) and when connected to the newly implanted crt-d. The measurements on the existing right atrial (ra) and left ventricular (lv) leads were also in normal range when connected to the crt-d. After the measurements were completed, the physician started to revise the pocket when the patient complained of feeling pain. Pain medications were administered; however, the patient's blood pressure then dropped to a minimum. An echocardiogram was taken and showed no anomalies. Pacing was started with the crt-d; although the device was pacing, there was no cardiac output. At the same time, an external pacemaker was utilized but once again, the patient's heart would not effectively pace. In addition, the patient then went into a ventricular tachycardia (vt) twice when the external pacemaker leads were being implanted, and the crt-d delivered therapy to convert the arrhythmia both times. Cardiac pulmonary resuscitation was administered but was not effective. The patient subsequently died. The physician had no allegations against any of the implanted products.